Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the p performance of the device in relation to the reported event. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption beginning (B)(6) 2018 to parameters above normal operating range. 35 high watt alarms have been logged since (B)(6) 2018. In addition, 2 vad disconnect alarms and 2 vad stopped alarms were recorded following the high watt alarms on (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing, dimensional verification, and visual inspection. Internal pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing high flows/high power on their ventricular assist device (vad), increased lactate dehydrogenase (ldh) and hematuria. High watt alarms were noted on log file review and pump thrombus was diagnosed. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: a low-dose thrombolytic infusion protocol for safe and successful treatment of left ventricular assist device thrombosis: a case series. European heart journal - case reports. 2024; 8, 1¿6. Doi: 10.1093/ehjcr/ytae001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via literature that the patient also had abdominal pain with a suspicion of rv failure at admission. The patient was started on alteplase. Two days later and prior to the pump exchange, they developed a headache with visual changes, and a head computerized tomography (CT) showed acute ischemic stroke with hemorrhagic conversion.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) was returned for evaluation. The controller (B)(6) was not returned for evaluation. A review of the pump's device history record confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. The reported high-power event was confirmed via review of the controller log files which revealed an increase in power consumption beginning on (B)(6) 2018 to parameters above normal operating range followed by additional increases through (B)(6) 2018 where the power decreased. A rise in power consumption was then logged leading up to an increase through (B)(6) 2018. 35 high watt alarms have been logged since (B)(6) 2018. In addition, a vad disconnect alarm was logged on (B)(6) 2018 at 21:20:17. An analysis of the alarm file revealed that this vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Log file analysis also revealed a vad stopped alarm was logged at 21:20:39, indicating a failure of the pump to restart after multiple attempts. This was followed by an additional vad stopped and vad disconnect alarm. Failure analysis of the returned pump revealed that the device passed functional testing and visual inspection. Internal pathology report revealed evidence of thrombus within the pump. Dimensional verification revealed that the rear housing disc curvature was found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Based on the investigation conducted, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the high watt alarms, and vad stopped alarms and prevented the pump from restarting. Possible root causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, right ventricular failure, and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being reported for a correction h11. Additional products: d1: heartware ventricular assist system ¿2.0 controller d4: model #: 1403/ catalog #: 1403/ expiration date: 21-nov-2017/ serial or lot#: (B)(6) d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. D9: no h3: no h4: mfg date: 21-nov-2017 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5, h6 and h11. Additional products: d4: model #: 1420 / catalog #: 1420 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed a ven tricular assist device (vad) disconnect due to controller loss of commutation. The controller remains in use.